Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not feeling stimulation. She could normally tell when she needed to charge because the stimulation would fade out. Stimulation was at full strength and it suddenly stopped. The patient charged all day on saturday. It was confirmed that she had a quarter charge. The patient was not feeling stimulation. The recharger would not turn the stimulator on. When the patient tried to turn the device on using the charger, the patient was seeing a warning screen. It was confirmed that stimulation was off based on the icon on the recharger. The patient was going to try to find her programmer to try turning the stimulation on. The patient had tried the programmer on saturday and it did not work. The change in therapy/symptoms was considered sudden. It was later reported that the patient tried to use the programmer and saw poor communication. Repositioning showed charge now screen. It was noted the patient was trained under anesthesia. The patient used a recharger and started a charge session. The patient was continuing to get an error screen with the recharger when she tried to turn her stimulation on. The patient had charged for 24 hours on saturday. The patient confirmed she was charging with full efficiency bars. Further follow-up is being conducted to determine what steps were taken to resolve the issues, if the cause of the issues were determined, and if the issues were resolved. If additional information is received, a follow-up report will be sent.